Manufacturer narrative:
A field engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen would not calibrate. This was due to a broken touchscreen assembly. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.